Event description:
It was reported that an infection occurred. The organism was identified as enterococcus faecalis. The lead was explanted and replaced. The right ventricular lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the patient had endocarditis and vegetation was present on the leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: lce156734v the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the outer insulation of the lead was observed to have blood ingression. The initial reported event was received on (B)(4) 2013. Of note, the reportable serious injury of infection is normally submitted via a summary report submission that would have been due on 2014-01-31. Information was subsequently received on (B)(4) 2013 and revealed an out of specification analysis finding. This event no longer qualifies for summary reporting and is therefore being submitted as a bimonthly report. Concomitant medical products: addrl1 implantable pulse generator (ipg): implanted: (B)(6) 2010; a 4058m52 implantable pacing lead, implanted: (B)(6) 1992. (B)(4).